Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- device history (lot), part #: 03.037.028, lot number: 9486882, manufacturing site: hägendorf, release to warehouse date: 04. Sep. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The device was not returned. A photo-investigation was performed as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection was not completed. As part of document/specification review are reviewed and no design issues or discrepancies were identified. Conclusion: the complaint condition can be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting all the images provided under notes & attachments section, it is observed that the shaft of the 5mm hex flexible screwdriver is broken, hence confirming the allegation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection was not completed. As part of document/specification review current and manufactured) revisions were reviewed and no design issues or discrepancies were identified. Conclusion the complaint condition can be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, one (1) 5mm hex flexible screwdriver broke during the procedure while trying to remove the instrument after locking down rotation component. The procedure was completed successfully without surgical delay. There was no patient consequence reported. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).